Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that during the initial mitraclip procedure was performed on 01/13/2022, to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted with difficult imaging due to patient anatomy, reducing mr to 1. On a later date the patient returned, and it was noted that the clip had detached from the posterior leaflet (singe leaflet device attachment (slda)) and the mr increased to 3-4. A second procedure was performed (B)(6) 2022. An additional clip was implanted reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported image resolution poor was due to challenging anatomy. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.